Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a lead revision was performed for this patient's non-boston scientific right atrial (ra) lead, which was noted to have been fractured. During the procedure, this device was explanted to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded out of range right atrial (ra) impedances of greater than 2,000 ohms, exhibited by a non-boston scientific ra lead. Impedances at implant were noted to be 1,100 ohms, and have gradually increased over time. Pacing thresholds have increased slightly and sensing was noted to be stable. Technical services (ts) discussed the lead performance, and it was noted that since all other lead measurements were normal, the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was later returned for analysis.